Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not turn the pump on after having put it in storage mode. Tandem technical support (cts) assisted the customer with turning the pump on. Customer did not provide further information and terminated call with cts.